Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer delivered a bolus through the pump and resumed insulin therapy. Reportedly air bubbles were observed in the tubing. Customer's blood glucose level was 135 mg/dl.